Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that the clasp on the lower left of the appliance broke. The patient's oral hygiene is excellent. The patient reported the issue and stopped using the device on (B)(6) 2026, when it broke. The patient suffered no permanent harm/injury. The patient cleaned and stored the device as per the device's instructions for use. The appliance was replaced.